Event description:
A customer reported to beckman coulter inc (bec) that a blood leak was dripping from under the sheath tank of coulter lh750 hematology analyzer. The customer was wearing ppe consisting of a lab coat and gloves. No one came in contact with the fluid. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plans are in place. There was no impact to patient results, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) observed the source of the leak was a cut tubing at feed thru fitting (ff) 140. Ff140 is part of the drain line for the diff waste chamber (vc13). The fse replaced the tubing. There was no further evidence of leaking. Repairs were verified per established procedures, and the results met published performance specifications. The affected tubing line carries blood, diluent, and lh series pak when in operation and cleaner while in shutdown. Root cause for the leak was a cut tubing at ff140. Bec internal identifier for this complaint is (B)(4).